Manufacturer narrative:
The device br16009 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that two communication error occured. The first one occured when the robot arm was in the home position and ready to move to the trajectory. Following restarting the device the second communication error occurred due to an error in the axial mode.

Manufacturer narrative:
The three reported events were due to 3 different software bugs due to design defects. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code.